Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit did not have an audible tone. The unit was triaged and the reported condition was confirmed. A component of the buzzer circuit was found dislodged. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer retuned the unit for an error. Upon triage, the service technician found that the unit failed to alarm.